Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformance, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data through abbott link. Review shows that the median patient result for lot 36337ud00 is within the established baseline and is comparable with other lots in the field confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 36337ud00 was identified.

Event description:
The customer stated that false elevated/positive architect stat high sensitive troponin-I results were generated for patients in the emergency department. The following data was provided. Patient 1: first sample: 66 ng/l, repeat <3.2 ng/l and second sample (drawn 1 hour later): <3.2 ng/l . Patient 2: first sample: 34 ng/l, repeat 190 ng/l, repeat 42.4 ng/l and second sample (drawn the following day): 43.4 and 46.1 ng/l . No adverse impact to patient management was reported.